Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15351. The patient had 2 leads (from the same lot) as part of her scs system. It was reported, the patient's scs system was explanted because, it was not relieving her pain. Additionally, the stimulation was painful for the patient whenever it was on.